Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lithotriptor v experienced torn guidewire tip. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no reported delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h4, h6 based on the lot provided, it could only be determined that the device was manufactured in april 2024, therefore h4 will default to april 1, 2024. The device was not returned to olympus for evaluation; therefore the customer's reported issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the guidewire distal end did not meet strength specification due to suboptimal molding conditions during manufacturing. The instructions for use (IFU) provides the following warning pertaining to this event: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.